Event description:
It was reported that the right ventricular (rv) lead experienced rising thresholds over time since initial implant. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID addr01 implantable pulse generator (ipg) implanted: 2010-(B)(6), product ID 559245 implantable pacing lead implanted: 2010-(B)(6). (B)(4).